Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the microscope was loose. Additional information has been requested.

Manufacturer narrative:
Additional information provided. The company service representative examined the system and was unable to confirm the reported event. The company service representative noted that nothing was found to be loose on the customer¿s system. The system was then tested and met all product specifications. The system was manufactured on august 10, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).